Event description:
On (B)(6) 2014 the lay user/patient¿s caregiver (reporter) contacted lifescan (lfs) alleging that the onetouch ultramini meter displayed an error 4 message. The following complaint was classified based on information obtained from the customer service representative (csr). The reporter alleged that the issue began on august 10, 2014. The patient manages her diabetes with metformin; however, it is not clear what action the patient took in regards to her diabetes management after the reported issue occurred. According to the csr¿s documentation, as a result of the alleged meter issue the patient reportedly developed symptoms of shaking and sweating 24 hours later and had consumed food and/or drink as treatment. At the time of troubleshooting, the csr verified the patient was using the correct testing procedure (per owner¿s booklet recommendation) and the patient was not using the subject meter for the first time. However, the alleged meter issue remains unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1 ¿ (09/15/2014), the lay user/patient¿s products have been returned, and were evaluated on 09/10/2014 by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The test strips were also tested and the reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.